Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced blurry vision while her dexcom app showed egv 114 mg/dl. She checked her blood glucose via fingerstick, which showed 55 mg/dl. After this, the patient does not recall subsequent events. She later remembered waking up approximately one hour later and contacted a friend, who brought her to the hospital. In the emergency room (ER), the patient reported limited memory of the visit. She recalled undergoing a CT scan and remaining in the ER for approximately one hour. She was unable to confirm whether any treatment or medication was administered. Upon discharge, the patient stated she was feeling somewhat better. No other details were documented. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.